Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the device failed the safety verification (the device is power broken) and failed rpm verification (low rpm¿s). During repair it was observed that the pawls and lock cylinder were worn out allowing the device to run in the safe or load position (power broken) and have low rpm¿s. The cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position this is user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device does not hold the drill bit devices. During in-house engineering evaluation, it was determined that the device failed the safety verification (the device was power broken) and failed rotations per minute(rpm) verification (low rpm¿s). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.